Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1500440. Investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package; lot # 73a1500440 was confirmed with sample received. During visual inspection it was observed that the trigger component was pre-activated, spring jaw was damaged; bent upturned, no stuck clip in jaws. Functional inspection: despite the condition of the applier, spring jaws component was bent. Applier was activated for full activation cycle the clips was loaded, closed & released properly, and no quality issues were found. Although; from the sample received it was observed that the spring jaw was damaged; bent upturned during visual inspection, the root cause for this issue is considered unknown, sample received did not confirm the defect reported by the customer not opening. A functional inspection was performed with the remaining clips and the device worked properly; clips opened properly. Therefore, a corrective action is not required at this time. In addition all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the surgeon reported that the device was misfiring and the hinged part does not spring open as the clip was pushed forward in the device. The patient's condition was reported as fine.

Event description:
Alleged event: the surgeon reported that the device was misfiring and the hinged part does not spring open as the clip was pushed forward in the device. The patient's condition was reported as fine.